Event description:
A medtronic representative received a report that during a cranial resection procedure, the surgeon alleged the navigation system was inaccurate. It was reported the registrations where difficult to acquire and accuracy was approximately 4 millimeters off from the fiducial markers. No further details regarding the event, surgical impact, or how the procedure continued were provided.

Manufacturer narrative:
Event was reported to a medtronic representative on (B)(6) 2015. The medtronic representative has been unable to obtain additional details regarding the event date. A medtronic representative, following up with the site, reported that the site has recently acquired an new mr scanner. The medtronic representative found the new mr scanner protocol was set to a higher field of view (fov) than previous scanner protocols. The medtronic representative tested the navigation system with scans from the higher fov and usual fov. The medtronic representative reported the navigation with the usual fov scans were accurate while the navigation with the higher fov scans were off by 4-6 mm. The medtronic representative spoke to the site regarding these findings. On (B)(6)-2015, a medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and determined exams are not to protocol as the maximum fov recommended is 250. Software is functioning as designed.